Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the treating physician as an upper mid-periphery corneal ulcer in the left (os) eye. It is reported that the patient was seen (B)(6) 2023 with eye pain for one day prior. Examination showed moderate corneal staining and infiltrate, with mild to moderate limbal and bulbar injection. The patient was diagnosed with a small infectious corneal ulcer in the upper superior/nasal mid-periphery, at approximately the 11 o'clock location. The patient was treated with vigamox, ciloxan, and tobradex. The incident is indicated as fully resolved as of 12 july 2023 with no permanent impact to the eyes structure or function. This event is being reported due to the indication of an infectious corneal ulcer (microbial keratitis) with medications required to prevent or preclude permanent injury or impairment of the user.